Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level was 403 mg/dl. Customer did not treat their high blood glucose. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was exposed to moisture via insulin from the reservoir. Customer advised the o-ring inside lip of the reservoir compartment was missing. Customer performed and passed the self-test. Customer was advised to change out their entire set and reservoir to ensure they are both dry. Customer was advised to monitor the insulin pump and call back if issues persist.